Event description:
This occurred during a polyp removal. When cauterizing to remove a polyp, no obvious smoke or tissue reaction. No alarm to troubleshoot identified by unit. Pt had bleeding from poly removal as a result of no cautery. Resolution clips placed on 2 sites to control bleeding and pt treated with glucagon to help colon spasm. Pt had some tongue swelling, potentially from glucagon as identified by provider. Pt stable, bleeding controlled. Pt was admitted to observation. Extended anesthesia time and observation admission.